Manufacturer narrative:
Reported event: an event regarding disassociation involving a mako mics was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed as the device was not returned. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Screw fell out from bottom side of mics. Spd noticed the day after when washing. Tried to find the screw and they couldn't so had surgeon go look at post op x-ray's from day before when mics was used and they found a screw in the patient. Case type / application: (B)(4).

Manufacturer narrative:
Reported event an event regarding disassociation involving a mako mics was reported. The event was confirmed. Method & results product evaluation and results: evaluation 1: pivot mechanism - missing screws; reported condition confirmed: yes. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed as the device was not returned. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a mako mics was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed as the device was not returned. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Screw fell out from bottom side of mics. Spd noticed the day after when washing. Tried to find the screw and they couldn't so had surgeon go look at post op x-ray's from day before when mics was used and they found a screw in the patient. Case type / application: tka 2.0.

Manufacturer narrative:
Reported event. An event regarding disassociation (screw fell out from bottom side of mics) involving a mako mics was reported. The event of handle screw disassociation or a screw in the patient was not confirmed. Inspection of the device noted and confirmed pivot screw disassociation. Method & results. Product evaluation and results: evaluation 1: pivot mechanism, missing screws. Reported condition confirmed: no. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: an event regarding disassociation (screw fell out from bottom side of mics) involving a mako mics was reported. The event of handle screw disassociation or a screw in the patient was not confirmed. Inspection of the device noted and confirmed pivot screw disassociation. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.